Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received long-term outcome and quality indicator impella registry that the patient endured ventricular tachycardia (vt) storm with a possible relationship to the impella 5.5 device. Subject admission course was complicated by onset of ventricular tachycardia storm. The patient had torsades, no chest compressions, shocked, then had ventricular fibrillation. A procedure of stellate ganglion block was performed, ongoing oral amiodarone and mexiltine as needed throughout course. The patient was ultimately bridged to left ventricular assist device (lvad).

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the vf/vt/af/at issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the access site bleeding cannot be determined since the product was not determined and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. Potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ to conform with updated procedures, sections d6 & h10 have been revised with updated information.